Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the right atrial (ra) lead exhibited noise over-sensing leading to inappropriate automatic mode switches. Programming changes were made. The patient was in stable condition.